Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid leak cannot be confirmed. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected and examined using a microscope. The pump kink resistant tubing (krt) was fatigued and worn down to the filament. Under microscope observation it was noted that the pump was contaminated. The pump was not functionally test due to the contamination was identified within the pump. The ams700 ipp spherical reservoir was visually inspected, leak tested and microscopically examined. The reservoir has wear at a fold in the reservoir shell; no leaks were found. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a leak in the krt that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder 1 was not pressure tested due to a leak that was identified. Cylinder 2 passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to device fluid loss. The patient did not experience any adverse events and was fine after the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to device fluid loss. The patient did not experience any adverse events and was fine after the intervention.